Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that drawer 1.1 and 1.2 retractor bands needed to be replaced. A field service engineer, retractor bands were replaced, and the connection points were thoroughly cleaned to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system machine has a consistently malfunctioning drawer. The customer stated that the malfunction caused a delay in accessing a medication to patient. There were no adverse events or injuries reported based on this incident.